Event description:
Customer reported system intermittently having fast stop switch activated message displayed and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem, but found error log entries of fast stop activated. Ge rep regreased the high voltage connectors and flashed memory nodes. System operates as intended.